Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to incorrect sizing. The patient complained that even when device was full inflated that he was unable to penetrate, and the device would buckle. The physician determined that the sizing of the device was incorrect causing buckling during penetration. It is suspected that a sizing error was made at the time of initial implant as the patient dilated an additional centimeter during revision. No patient complications were reported.